Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the use was discontinued because a crack was found at the base of the flange. This occurred during use in late (B)(6) 2025. There was patient use, however there was no reported patient harm/adverse event.

Manufacturer narrative:
One device was received for analysis of complaint that use was discontinued because a crack was found at the base of the flange. As received, a partial tear was observed on one of flange of the tube. The deformation of the tear was observed to have clean edges in an 's' like shape. The complaint of crack at the base of the flange can be confirmed. The probable cause is unknown. A lot history review could not be conducted because no lot number(s) was/were identified.